Event description:
It was reported that during use on a patient and during transport, the cs300 intra-aortic balloon pump (iabp) had a battery die. There was no harm or injury to the patient and no adverse event was reported.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. The fse performed a battery test on full charge. The battery failed after 35 minutes. The fse replaced the batteries. The unit passed all functional and safety tests to factory specifications. The unit was cleared for clinical use. A supplemental report will be submitted upon completion of our investigation.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: h6(health effect ¿ clinical code).